Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 451 mg/dl. Customer was treated for their high blood glucose with injections. Customer declined to troubleshoot for high blood glucose level. Customer was reporting a bent sensor cannula and was advised by her doctor to take out her sensors because it was high. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and cracked case (battery tube). (B)(4).